Manufacturer narrative:
On march 10, 2022, the mentor failure analysis lab has received the device for evaluation. On march 27, 2022, the evaluation for the device was completed. The date of implant has been updated to november 15, 2006 as best estimate. Device evaluation summary: visual analysis of the returned sample determined that the sal smooth rnd diap 250cc breast implant was found to have a tear on the anterior view, measuring approximately 6.5 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with two 250cc mentor smooth round moderate profile saline breast prostheses and experienced bilateral deflation post-operatively. As a result, the patient underwent bilateral implant explantation on an undisclosed date. If clarifying information becomes available, a supplemental report will be submitted. This report is for the left side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
On january 27, 2022, mentor received additional information regarding the patient's information, date of event, and date of explant. The "patient identifier has been updated to (B)(6). The date of birth has been updated to (B)(6) 1981. The date of event has been updated to (B)(6) 2021. The device explantation date has been updated to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).